Event description:
It was reported that the customer started to intubate the pt and noticed a slow leak in the pilot balloon.

Manufacturer narrative:
The hi-lo endotracheal tube was received and an inflation/deflation test was performed. During this test, there was loss of air in the inflation line. The tube was then submerged into a container with water and 20cc of air was added to the cuff and a cut was observed. The failure mode was confirmed. A mfg CAPA is already in place to address cuff leaks. The MFR's directions for use states under warning/precautions: various bony anatomical structures (e.g., teeth, turbinates) within the intubation routes or any intubation tools with sharp surfaces present a threat to maintaining cuff integrity. Care must be taken to avoid damaging the thinwalled cuffs during insertion which would create the need to subject the pt to the trauma of extubation and re-intubation. If the cuff is damaged, the tube should not be used.